Manufacturer narrative:
(B)(4).the sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The distributor reported to baxter an unknown amount of y-type tur bladder irrigation sets in which difficulties with flow were observed. According to the report, the sets "do not deliver irrigation in good flow." The condition was identified during set-up before patient use. No additional information is available.